Manufacturer narrative:
Device is not being returned for eval. (B) (4)

Event description:
Surgeon uses biosure for backup in femur; as he was putting screw into femur had guide wire and the screw slipped off driver and fell behind the notch. Was not able to get out; saw it on the c-arm and because of location left it in; referred pt to neurovascular surgeon and was advised to leave in.